Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the unit was in the irrigation pouch when the alarm sounded that someone was on the footpedal. It was further reported that no one was on the footpedal. Further, this has happened before with a different lot number. Further, the doctor also claims that the units start running when not in use. Further, the case was completed successfully when the unit was switched out.